Manufacturer narrative:
E1 - event site name - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was patient involvement, but no harm was reported.